Event description:
This device case, which does not involve an adverse event, reported by a pharmacist, who contacted the company to report a product complaint, concerns a male pt of unspecified age and origin. Beginning on an unspecified date, the pt received an unspecified medication via a humapen ergo burgundy/clear (lot #020503) pen injector for the treatment of diabetes. The pt had his humapen ergo for approximately one year and told the pharmacist that he was holding the pen together with some tape. It is not known who operated the humapen or if they were a trained user. The duration of use and age of the humapen was approximately one year. This humapen ergo burgundy/clear pen complaint is associated with cid00489053. The humapen ergo burgundy/clear pen was returned to the company for analysis. The initial investigation showed that both engagement tabs were broken. The device has been returned to the manufacturer for further investigation. Update 19-apr-2007: the initial receipt date for case was entered incorrectly, and regulatory reports scheduled before it could be amended. Therefore, case will be deleted from the database. All info had been transferred to this case.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.